Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the handle for torque limiting attachment (p/n: 03.110.005, lot #: l405396) was received at us cq. Upon visual inspection, the thumbscrew component was missing. No other issues were identified with the returned device. The overall complaint was confirmed for the handle for torque limiting attachment as the device was missing the thumbscrew component. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part: 03.110.005. Lot: l405396. Manufacturing site: bettlach. Release to warehouse date: 11 may 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during a routine incoming inspection of a loaner set, it was observed that the handle for torque limiting attachment was broken. There was no known patient or hospital involvement. This report is for one (1) handle for torque limiting attachment. This is report 1 of 1 for (B)(4).